Event description:
Customer reported a speaker malfunction.

Manufacturer narrative:
The remote service engineer(rse) confirmed the speaker malfunction error and that the speaker is not functioning properly. Good faith effort is still being performed to determine if there was sound or if the speaker malfunctioned in a different manner. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting institution phone number: (B)(6). Reporter phone number: (B)(6).

Manufacturer narrative:
The remote service engineer(rse) confirmed that the speaker is not functioning. The wo-(B)(4) indicate a material only was required to resolve the reported problem. Rse placed order for a new speaker to resolve the issue. Part consumed 1.00000,453564287821,ss cbl speaker8 ohm 36mm f0-380hz 5.8mm. The reported problem was confirmed. No further action needed. Reporting institution phone number: (B)(6) reporter phone number: (B)(6).

Event description:
Customer reported a speaker malfunction. Good faith effort confirmed there was no sound and there was no inop displayed. The device was outside of clinical use. There was no patient or user harm reported.